Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  The customer did not return their device with the original battery, therefore the evaluation was completed using a test battery.  Physio observed proper device operation through functional and performance testing.   The cause of the reported issue could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
Physio-control downloaded the device's electronic records for review.  The downloaded data indicated that there was either no battery in the device between the dates of 12/09/2016 and 06/28/2017 or the battery in the device was too depleted to either turn on or perform a 3 a.m. Self-test. The last battery voltage measured on 12/09/2016 was 9.734 volts. This low voltage can be indicative of a battery failure, however, the customer did not return their device with the original battery so this could not be verified. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI = (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service wrench present on the readiness display and would not complete the boot-up cycle when they attempted to power it on.   There was no patient use associated with the reported event.